Manufacturer narrative:
Additional information: d10. The reported field event of backup mode was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a generator replacement procedure due to the elective replacement indicator. Upon interrogation, it was noted that the device was in backup mode. The device was restored. Then, the device was explanted and replaced. There were no patient consequences.